Manufacturer narrative:
The device was not returned. Therefore, an evaluation cannot be performed. There is no evidence that the device failed to meet specifications.

Event description:
No reason for explanting the tibial insert was provided by the user facility. This info has been requested from the user facility.